Manufacturer narrative:
(B)(4). The lead was successfully repositioned and remains active in the patient. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture due to microdislodgement. No adverse patient effects were reported.